Event description:
It was reported by service report that the customer alleged that the side rails were not working. Upon inspection of the unit by the service technician, it was identified that the top rail was broken at the foot end spindle spacer and could still latch. No patient was affected and no adverse consequences or clinically relevant delay in treatment was reported.